Event description:
Painful hip, with limp, and feeling of instability, 3 years after total hip arthroplasty. At revision surgery, all device components intact, femoral stem fixed with fibrous tissue only, no evidence of bone ingrowth.

Manufacturer narrative:
Other devices used: catalog number 220210 short 40 neck, catalog number 333299, 32mm -4 alumina head. Device history records for the stem are intact and conforming and indicate manufacture to specification.